Manufacturer narrative:
The reported event involving removal of a stylet from the lv lead inner coil, with the inner coil coming out along with the stylet, was confirmed. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that the patient presented to the hospital for a cardiac resynchronization therapy pacemaker (crtp) procedure. During the procedure, while removing a stylet from left ventricle (lv) lead, the inner coil came along with stylet. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.